Event description:
Approx 3 hrs after the insertion of catheter, pt began to experience progressively worsening nausea. Pt also experienced alternate severe chills with tremors and subjective sensation of blood boiling. Respiatory rate decreased to 8 per/min from baseline of 20 per/min. Heart rate was 104 from baseline of 96. Blood pressure was 134/78 lying, 118/60 sitting. Skin was alternately flushed or pale. Subjectively, pt felt as if he were going to die. Last pain medication and antibiotics were adminstered 2 hrs after catheter insertion. Catheter was removed at the dr's office and the symptoms gradually decreased in intensity and severity within 24 hrs of catheter removal.